Manufacturer narrative:
This MDR is a correction. The original MDR # (B)(4) report # 3002444944-2017-00001 was filed under an incorrect registration number. Original report was filed within required parameters. FDA notified: the initial reporter also notified the FDA on 03/17/2017 via report # 3002444944-2017-00001 MDR # (B)(4). Investigation: bbl cultureswab devices are sterile ready-to-use systems intended for the collection, transport and preservation of clinical specimens for bacteriological examination. This is a class I device. The customer complaint was not confirmed by quality. An investigation of the retains and bhr did not reveal the noted defect. All swab tips were firmly attached to the swab shaft. No production issues were noted that would have caused this defect. No photos or return samples were available from the customer. A review of past complaints for this product indicated no past issues or trends for this product. Quality will continue to monitor for trends.

Event description:
A rayon swab tip came off during urethral collection and could not be recovered by the clinician. On (B)(6) 2017 the patient tried to urinate and observe if the rayon swab tip came out; the patient did so but did not observe the rayon swab tip and indicated pain and discomfort. That same day a urethroscopy procedure was conducted but did not find any foreign material in the urethra. The patient was discharged. On (B)(6) 2017, the patient returned reporting pain and discomfort. The patient underwent a cystoscopy procedure, requiring general anesthesia but no foreign bodies were found. Patient was prescribed analgesics and anti-inflammatory medications and sent home. As of (B)(6) 2017, no further issues from the patient have been reported.